Event description:
Acute inflammatory reaction -pseudoseptic- to synvisc-one injection . Pain and significant swelling that began 8-12 hours after receiving a synvisc-one injection. Pt re-evaluated 4 days later and found to have a cloudy, painful 35cc effusion which was aspirated and a xylocaine/depomedrol injection was given. Dose or amount: 6cc, frequency - once, route: intra-artic. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis. Event reappeared after reintroduction: no.